Event description:
Pocket had a small 2mm opening and there was no bleeding. Dr. (B)(6) wanted to open the pocket and remove any abscess that may be present. The pocket looked pretty clean per dr. (B)(6). He irrigated the pocket per protocol. He then detached each lead and pin plug and wiped down the pin of each lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).